Manufacturer narrative:
Event date: 2005. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not returned for analysis.

Event description:
(B) (4) - peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions. Target lesion one was located in the femoral artery a vessel that was non tortuous and had a reference diameter was 5.0mm. The target lesion was eccentric and highly calcified with a length of 10mm and 90% stenosis. Target lesion two was located in a vessel below the knee that was mildly tortuous with mild calcification and had a reference diameter of 3.0mm. The target lesion was eccentric and tight with a length of 10mm and 95% stenosis. The peripheral cutting balloon was used to dilate the lesions. Data for number of inflations, time and maximum inflation pressure and perception of pain was not provided. Target lesion one post-procedure stenosis was 30%. Target lesion two post-procedure stenosis was 0%.follow up visit in (B) (6) 2005 subject was found to be alive. No additional interventions performed on any vessel since the index intervention. The target lesion was not patent. Surgery was performed for a below the knee amputation (target lesion one/two or both was not specified). No additional information or date was provided.